Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the setup. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) was connected for therapy when they should not have been, during the setup. The caregiver (cg) explained that the hp was connected, the power went off and came back on, and the hc was back at set up. The technical service representative (tsr) explained that if the hp was not in therapy, then the hc would go back to setup when it was turned back on. The cg stated that the hp was connected and did that at self testing. The tsr advised for the hp to aseptically disconnect and start over with new supplies. The tsr instructed for the hp to only connect when the hc said ¿connect yourself/check patient line¿ which was after priming. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.